Manufacturer narrative:
Insulin pump received wtih intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners and scratches on lcd window.

Event description:
Customer reported button error alarm. The customer does not recall any significant events leading to the alarm. Customer is advised to disconnect from her insulin pump and revert to her back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.